Event description:
It was reported that the a trial lead exhibited rising impedances and threshold. Impedance had risen from 703 ohms in 2008, to 1389 ohms. Capture threshold had risen from 3 v at 0.4 ms in 2006, to 4 v at 0. 6 ms. Subclavian crush was suspected.

Event description:
It was also noted that the lead exhibited noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.